Manufacturer narrative:
(B)(6). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of package damaged / defective / other for lot #8324771 item #305109. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. Root cause description: based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process. Rationale: no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
It was reported that bd precisionglide¿ needle was received damaged. The following information was provided by the initial reporter: material no: 305109 batch, no: 8324771. It was reported that the items were received damaged (concealed damaged). Event description per customer's email states, "concealed damage".